Event description:
It was reported that the patient had pain, redness, and swelling at the implant site. The device and lead were explanted due to infection. The patient was hospitalized and placed on an IV until discharge. A new system was implanted three weeks later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.